Event description:
A philip field service engineer (fse) reported that the CT system intercom was not functioning and the operator would not have the ability to hear the patient. There is no reported harm to a patient or an operator as a result of this issue. Philips fse determined that the intercom failing to operate was the result of failed audio components in the gantry.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow up MDR at the completion of the investigation. (B)(4).